Event description:
Pt had ercp scheduled and dr (B)(6) attempted stone retrieval with basket. A small stone was retrieved but when he tried to retrieve the large second stone, the wire broke during the mechanical lithotripsy. Dr (B)(6) consulted dr (B)(6) and surgery was done the next day for removal along with multiple stones.